Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9325476, medical device expiration date: 2024-11-30, device manufacture date: 2019-11-25. Medical device lot #: 9325501, medical device expiration date: 2024-11-30, device manufacture date: 2019-11-25. Medical device lot #: unknown, medical device expiration date: 2024-11-30, device manufacture date: 2019-11-25. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd solomed¿ 5ml syringe with needle plunger was difficult and there was foreign matter at the base of the cannula. This was discovered before use. The following information was provided by the initial reporter: problem report: product with excess resin at the base of the cannula with the cannon. Product with protector and crooked needles. Difficulty in handling the plunger (lack of silicone). Info received: they are not in all syringes, just some. We identified 3 bents (I didn't check them all, I looked at some). With excess resin there are several. And lack of silicone we had 3 situations.

Event description:
It was reported that bd solomed¿ 5ml syringe with needle plunger was difficult and there was foreign matter at the base of the cannula. This was discovered before use. The following information was provided by the initial reporter: problem report: -product with excess resin at the base of the cannula with the cannon. -product with protector and crooked needles. -difficulty in handling the plunger (lack of silicone). Info received: they are not in all syringes, just some. We identified 3 bents (I didn't check them all, I looked at some). With excess resin there are several. And lack of silicone we had 3 situations.

Manufacturer narrative:
H.6. Investigation: DHR, maintenance record analysis and quality notification analysis were performed and no deviation were found for this batch. The picture provided was evaluated and it was possible to observe barrel bowed and needle bent. Only through the images provided it was not possible to verify or confirm the other reported failure modes. The potential cause for the occurrence of a barrel bowed / bent needle was a jam in the syringe assembly process that caused the syringe to be damaged. H3 other text : see h.10